Event description:
Patient reports the dentist recommends discontinuing the byte treatment due to potential complications of malocclusion and improper bite alignment development. Additionally, the current treatment appears to be exacerbating a mild posterior open bite because the back teeth not making contact when the mouth is closed and may lead to long-term issues (i.e. Difficulty chewing, uneven wear on teeth, and jaw discomfort). Therefore, recommending stopping byte treatment and transition to supervised orthodontic treatment plan.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.